Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a (B)(6), male patient, the device was placed on a gurney and the clinician noticed that the device had self-charged energy to 150 joules. The clinician stated that it appeared that the device had bumped against the rails of the gurney and the charge button and energy escalation button had been inadvertently pressed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.